Manufacturer narrative:
The spine clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring had been pulled from the tip of the adjustment screw and was missing. The screw would close the clamp but not open it. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the washer fell out and the clamp will no longer open or close. There was no patient present when this issue occurred.